Manufacturer narrative:
(B)(4).

Event description:
During the replacement procedure due to eri, the non-abbott ventricular lead could not be removed from the device. The lead was cut and replaced. The patient is stable. (B)(4).

Manufacturer narrative:
A device and cut leads were returned for analysis. Visual, electrical and mechanical tests were performed. The device was in eri and the battery depletion was in the correct range of eri, there was not telemetry issues found. The leads were difficult to remove due to blood and tissue build up in the set screw.